Event description:
Deltapaq cerecyte microcoil 5 mm x 10 cm (cdf10051030/g11139) was not detachable with two different cables and blue boxes (details unknown). In this case 9 coils are used; only with one coil the physician had the problems.

Manufacturer narrative:
Deltapaq cerecyte microcoil 5 mm x 10 cm (cdf10051030/g11139) was not detachable with two different cables and blue boxes (details unknown). In this case 9 coils are used; only with one coil the physician had the problems. The most likely root cause of the non-detachment was due to wiring damage or an incomplete solder joint in the resistive heating coil. The exact source of this damage can not be determined. Based on the information and the analysis, the event could not be confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.